Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator replacement procedure. During the procedure, it was noted that the implantable cardioverter defibrillator exhibited an egm (electrogram) anomaly. It was noted that the egm was blank for a few seconds. The egm reappeared before the shock was delivered for the defibrillation threshold (dft) testing. The dft testing was successful. No further intervention was performed. The patient was discharged post procedure.